Event description:
New information indicates that the pacemaker was explanted and replaced on (B)(6) 2025.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. There were no patient consequences.